Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A company representative has advised that there has been no reported malfunction of the iabp, and it remains in clinical service.

Event description:
It was reported that during cs300 intra-aortic balloon pump (iabp) therapy, the patient's lactic acid level started to increase. The intra aortic balloon catheter (iabc) placement was checked and was found to be 10cm too low and was then moved 5cm. The iabp started to alarm "check iab catheter" continually and poor augmentation iabc was removed from the patient. The patient's lactic acid level is still quite high and there has been no different result after the removal of the iabc. It is indicated that patient underwent a high risk cardiac surgery, and was still alive at the time the event was reported to us. There has been no alleged malfunction of the iabp. A separate report will be submitted for the involved balloon catheter.